Event description:
It was reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure under sedation, the duodeno videoscope experienced a non-reportable event of the raiser wire becoming disconnected from the bridge. This resulted in a procedural delay of greater than 30 minutes. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updates to b1, b2, h1, h3, h4, h6. The event was initially conservatively classified as a serious injury based on the allegation that the procedure was prolonged by 30 minutes or more. However, after further follow-up with the customer, it was confirmed that the prolongation of the procedure was less than 30 minutes. The investigation concluded the device did not cause or contribute to a serious injury. This supplemental report is being submitted to provide additional information provided by the customer and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: wear of the k-wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that clarified the procedural delay was less than 30 minutes.